Event description:
The manufacturer received information on rep dreamstation auto CPAP device alleging patient passed away. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously received information on rep dreamstation auto CPAP device alleging patient passed away. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. After further investigation, it has been determined that MDR 2518422-2024-29684 is a non-reportable complaint which has been updated/corrected in this follow up report.